Event description:
A baxter rep reported an infusion pump with a no audible end of syringe alarm found during service. The facility's biomedical engineer stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.